Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and bringing the patient in for evaluation and possible reprogramming of the pacing configuration. Efforts to obtain additional product issue details were unsuccessful. Additional information was received confirming this device and the associated lv lead were removed from service. This patient stated that the associated lead had broken off and was replaced with a new lead and new device. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the left ventricular (lv) channel. No adverse patient effects were reported.